Event description:
The lay user/reporter called lifescan(lfs) in 2006, and alleged that the pt's meter display was frozen. The med affairs spec. Mailed a letter on july 5, 2006 since the user could not be reached by telephone for further clarification. According to the reporter, the pt was unable to test on her meter due to the mete display freezing. The pt went to the emergency room to have her blood glucose tested and the result was 124 mg/dl. The pt had symptoms of dizziness and she left light-headed. The pt was treated with oral glucose and she was advised to eat half a sandwich. It would be helpful to know if the pt had symptoms at the time of the result of 124 mg/dl or if these were two different incidents. It would also be helpful to know how long the pt was unable to test, when her symptoms in relation to not testing her blood glucose, what her medication regimen is, and if she adjusted her regimen when unable to test. This complaint is being reported, as the meter issue was not resolved; the pt was unable to test and subsequently treated at the hosp with glucose, due to symptoms that suggested the pt was hypoglycemic, although her blood glucose was measured to be 124 mg/dl. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.